Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
It was reported (via FDA medwatch mw5086439) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses suspects that her breast implants have been making her sicker. The patient reports that she has many autoimmune diseases now. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. It was observed that both explanted devices were ruptured and the surgeon stated that they got into the patient¿s chest wall and cavity. This medwatch report is for the 1st of two breast prostheses.